Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient went to the emergency emergency room after a patient alert had been triggered. There was an alert for the right ventricular (rv) lead having superior vena cava (svc) coil impedance measurements varying from 50-120 ohms. It was noted that all other lead measurements were good and stable. The patient alert and svc coils were programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the emergency emergency room after a patient alert had been triggered. There was an alert for the right ventricular (rv) lead having superior vena cava (svc) coil impedance measurements varying from 50-120 ohms. It was noted that all other lead measurements were good and stable. The patient alert and svc coils were programmed off and the rv lead remains in use. It was later reported the rv lead (B)(4) patient complications have been reported as a result of this event.